Manufacturer narrative:
Evaluation completed. One opened bl5625 pouch from lot v7127 was returned. The tip protector was in place, as it should be. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was not aligned correctly. It was off center of the hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and aspirated as it should. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
Vitrectomy cutter stopped cutting as soon as doctor pushed down on the foot pedal, when he came off pedal and re-engaged the cutter worked the rest of the case. No patient injury noted with this cutter.